Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to critical pump error (open book image) alarm. Device received with broken reservoir tube lip, missing reservoir tube o-ring, missing retainer cracked keypad overlay, pillowing keypad overlay and scratched case. Device p-cap or test reservoir does not lock in place properly due to the missing retainer and broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and low blood glucose level. Blood glucose level has been between 50 mg/dl to 500 mg/dl. Customer declined to troubleshoot for high blood glucose and low blood glucose. Customer stated that oval tapes made her break out in a rash. Customer had symptoms such as sick. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.